Manufacturer narrative:
Correction information was provided in d.10. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The product was returned for evaluation and the reported complaint could not be observed. Only cartridge was returned. Intraocular lens (iol) was not returned. Inadequate viscoelastic was observed in the cartridge. The lens was not present in the used cartridge. There was no damage or stress lines observed to the cartridge tip. The cartridge wings displayed evidence of handpiece use. The cartridge was cleaned for further evaluation. Topcoat dye stain testing was conducted with acceptable results. The complainant indicates the use of non-company viscoelastic, which is not qualified for use with the associated product. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the cartridge. The IFU instructs to completely fill the cartridge with ophthalmic viscosurgical device (ovd) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in complications during the implantation process. In addition to this, the complainant indicates the use of non-company viscoelastic, which is not qualified for use with the associated iol model. The IFU instructs that an alcon qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Topcoat dye stain testing was conducted with acceptable results. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported with a description of the lens was misaligned in the cartridge and would not engage with the plunger. Another lens was used successfully with no patient harm. Additional information has been requested.